Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic procedure for ureteral stone retrieval in 2007. During the attempt to remove a stone that was inbedded in the ureter, the escape basket broke. The clinician reported that "all four prongs of the basket appeared to have detached/broken off". At least one of the prongs was retrieved with a forcep. The procedure was completed with another of the same device in conjunction with use of a laser. Upon removal of the stone, some bleeding was noted, which was attributed to location and imbedded state of the stone. Patient condition is reported as "ok" upon discharge. The patient will follow up with the physician "in a few weeks" to have endoscopic evaluation of the bladder and ureter to determine the status of any fragments of the basket that may be retained. Please note associated medwatch report 6000043-2007-00007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.